Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose of the customer was 500 mg/dl at the time of the incident. The customer reported that they did not feel ok to troubleshoot. The customer was treated with the manual injection. The device will not be returned for the analysis.